Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID, dob, age & weight not provided by reporter. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Initial reporter facility phone number# is: (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) 422.256s lot. 9505092, manufacturing date: 22 june 2015, expiry date: 01 june 2025, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a procedure of a (B)(6) year old patient to solve a bone consolidation delay, the surgeon noticed that the plate was broken. The plate was implanted on (B)(4) 2015 . No consequences for the patient are reported. This report is 1 of 1 for (B)(4).